Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture was noted on the right ventricular (rv) lead. An x-ray was performed and revealed the rv lead had perforated the apex of the right ventricle. The lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events were failure to capture and cardiac perforation. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual and x-ray inspection of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The measured full helix extension was within performance specifications. Additionally, it was not possible to perform tip stiffness test due to the condition of the lead as received.